Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the podj coil¿s pusher assembly, and the pusher assembly was kinked approximately 2.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, compressed on the proximal end, and had offset coil windings. After decontamination, the podj coil could be retracted into the introducer sheath. However, the podj coil could not be re-advanced out of the introducer sheath after retraction. Conclusions: evaluation of the lantern revealed an embolization coil was stuck inside the hub and could not be removed. Therefore, the lantern could not be functionally tested. Evaluation of the first and second ruby coils revealed the pusher assembly mid-joints were retracted proximal to the introducer sheath friction locks. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Evaluation of the podj coil revealed the embolization coil was compressed on its proximal end. This type of damage typically occurs due to repeated forceful advancement and retraction of the devices, and may contribute to difficulty when advancing the devices. Evaluation of the podj coil and the third ruby coil revealed the pusher assemblies were kinked. This damage likely occurred due to forceful manipulation of the devices against resistance. Further evaluation of the third ruby coil revealed the stretch resistant (sr) wire was fractured and the embolization coil was detached from the pusher assembly. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will cause the embolization coil to detach. Since the lantern was blocked by an embolization coil and the embolization coil of the third ruby coil was detached, the root cause of the inability to advance the third ruby coil could not be determined. Lantern's are 100% visually inspected and ruby coils and podj coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01085, 3005168196-2016-01086, 3005168196-2016-01087, 3005168196-2016-01089.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, pod packing coils (podj coils) and a lantern delivery microcatheter (lantern). During the procedure, while the physician was advancing a ruby coil through the lantern, the coil was unable to fully advance out of the lantern. Therefore, the ruby coil was resheathed back into its introducer sheath and the lantern was repositioned. After rinsing the ruby coil, the physician made another attempt to advance the coil through the lantern; however, the coil was unable to advance as its introducer sheath appeared to be clotted. The physician removed this ruby coil and attempted to advance a new ruby coil through the lantern. However, this second coil was unable to advance because the lantern was clotted. Therefore, the lantern was flushed and the physician attempted to advance the second ruby coil again but the coil was unable to advance since its introducer sheath was clotted as well. The second ruby coil was then removed. Next, the physician deployed and detached a new ruby coil and a new podj coil into the aneurysm without any issues. While a new podj coil was being advanced through the lantern, the coil would not advance out of the tip of the lantern. While removing the podj coil from the lantern, the physician was unable to retract the coil back into its introducer sheath. Therefore, the podj coil was not resheathed for later use. Next, the physician attempted to advance another new ruby coil through the lantern; however, the ruby coil was unable to advance out of the lantern. While the coil was being resheathed and rinsed, it unintentionally detached. The physician then removed the lantern and completed the procedure using a new lantern and a new ruby coil. There was no report of an adverse effect to the patient.